Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmeas, the most probable root cause for the infection is the surgical procedure. There have been no other complaints about infections related to these implant lots. This report may be amended if additional "infomation" is received from the performing surgeon. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# 322228, mfd. 01/30/15, exp. 2020-01-30, gtin (B)(4). 2nd (inferior): ifuse implant, p/n 7035-90, lot# 333224, mfd. 02/09/15, exp. 2020-02-09, gtin (B)(4).

Event description:
The patient has many previous lumbar/spinal surgeries and chronic pain. The patient is a smoker and that fact was felt to contribute to the increased risk of infection. The patient had si joint arthrodesis in (B)(6) 2016 where two implants were installed. The patient later developed an infection at the surgical site. The surgeon treated the patient with antibiotics that did not require surgery. This is a low frequency, low severity complaint (post-operative superficial wound infection).